Manufacturer narrative:
Approximate age of device- 1 year, 1 month. Manufacturer's investigation conclusion: the reported event of the mobile power unit was not functioning was confirmed during analysis. The evaluation of the returned the mobile power unit serial number (B)(4) revealed compromised/damaged power supply. As a result the unit was not able to supply power. The power supply was replaced and the issue was resolved. The ac power cord was upgraded to the new v-lock style power cord and 3 new aa batteries were installed. A full functional test was performed and the device passed all test steps. The mpu was returned to the customer site. A specific root cause for the compromised component was not able to be identified during analysis. The company will continue to monitor for similar incidents. Heartmate ii lvas IFU and heartmate ii patient handbook under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. Heartmate ii lvas IFU and heartmate ii patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Based on the investigational findings, the mobile power unit was found to be non-functional.